Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06519. The pt was implanted with two leads from the same lot number. It was reported the pt has not used or charged her scs system since (B)(6) 2012 because she did not like the feeling of the stimulation and she allegedly felt random painful surges when stimulation was on. The pt stated the scs system just added to her overall pain. The pt also indicated that at times she would feel random pain in the stomach, like ball hitting her stomach when the stimulation was on.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.